Event description:
The customer reported that the system would lock up at the keyboard. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The service representative reseated the fuse at the power distribution f6 location. The system was tested and found to be working as intended and put back in service.